Event description:
It was reported that during a da vinci-assisted surgical procedure, an 8mm fenestrated bipolar forceps instrument did not move properly and would not articulate inferiorly or superiorly. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the report and checked available system information, and the system logs did not show any related system errors. The instrument was replaced, which resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have a loose pitch cable at the input disk #5 in the proximal end housing. This would cause the instrument to not sync with the robot. The instrument was placed on an in house system and passed recognition and engagement testing. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.